Event description:
Customer called and stated she was splashed in the eye w/unactivated cidex". She had read the current msds and had rinsed the eye thoroughly with water and called her 'eye doctor' (optometrist). He suggested she use wetting solution eye drops and call him in the am if further problems exist. He also encouraged caller to visit dr. And have eyes evaluated under a scope to assess for any abrasions or damage and to inform doctor of the ph of solution. Caller was not wearing eye or hand protection. She was opening the bottle to add the activator and a small amount splashed off of the protective seal of the bottle. Encouraged use of protective eyewear, gloves and protective equipment as indicated on label instructions.